Event description:
Caller reported a cgm error 42 occurred, indicating a malfunction in the continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level as it was not specifically reported. The customer received assistance from technical support, who provided pump reset information and guided the caller through the reset process. After the reset, the cgm error did not display again, and the caller was able to successfully start their sensor session.